Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer indicated that at breakfast, their blood glucose was 111mg/dl and then went to 600 mg/dl by lunchtime and was also 600mg/dl at the time of the call. Customer treated with the pump. Troubleshooting was declined by the customer and customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that they will back to further troubleshoot.

Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint: the customer calling back to trouble shoot for the motor error and motor position encoder error past event. The customer did not report a motor position encoder error alarm. Details of activity during which alarm occurred: priming. The customer was able to complete pump rewind. The insulin pump alarm history contains neither a motor position encoder error alarm nor more than one motor error alarm within the last 30 days. Advised the customer to disconnect and remove the reservoir and infusion set from pump. Performed the displacement test, the test results passed. Advised that at this time displacement test and manual prime were successful and motor alarm did not recur. Explained alarm was caused by a connection issue. Advised the customer to monitor the pump and call back if alarm recurs.